Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water when the customer was on vacation. The customer stated they put the insulin pump into rice for a couple of days and had received an unexpected restart alarm. The customer took the battery out of the insulin pump because the battery compartment might had had water. Troubleshooting was performed for the unexpected restart alarm. The customer also stated that they were receiving a compromised force sensor system alarm. Troubleshooting was performed. The customer¿s blood glucose level was unknown. The customer stated they were treating with shots. The drive support cap appeared normal. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.